Event description:
During a ptca treatment procedure, the quantum maverick-mr 8 / 3.25 mm balloon ruptured at 16 atms. (Number of inflations performed and the number of atms reached on each inflation is unk.) The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery (rca). The quantum maverick-mr balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.